Event description:
The recipient reportedly experienced intermittent lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a dented bottom cover. In addition, silicone damage was observed on the top cover and slices along the lead prior to receipt, which are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires near the fantail and along the lead. These are believed to have occurred during revision surgery. System lock could not be obtained following a soak. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis, helium leak and dye penetrant test data, it is determined that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action was implemented. This is the final report.